Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they went to the doctor (dr) today they measured the amount of urine in their bladder after urinating and it was around 600. Patient stated their dr said this is too much urine and it has to go below 600. Patient provided event date as about two weeks ago. Patient stated their doctor told them they have to make therapy adjustment due to their symptoms. Agent reviewed therapy information. Agent walked patient through connecting to their implant and patient confirmed therapy was on at 0.9. Patient increased stimulation to 1.1 and confirmed stimulation was comfortable. Patient will maintain stimulation level and will continue to track symptoms. They were redirected to doctor if issue persists.